Manufacturer narrative:
Results and conclusion summation - thrombosis and angina, as listed in the instructions for use (IFU) are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, thrombosis and angina are listed in the risk assessment matrix (ram) as no-fault post-procedural complications. As there was no reported product malfunction at the time of the index procedure, there does not appear to be any indication of a stent delivery system quality deficiency. In this case, the angina was likely the result of the thrombosis, which was removed with additional percutaneous transluminal intervention.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: in-stent thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that several hours after a stenting procedure, the pt experienced pain and was taken back to the cath lab. A good size clot was medically removed. The timi score was 1 and 2 for blood flow. The procedure was in the left anterior descending artery (lad) and the initial stenting procedure took approx 2 to 3 hours because this was reportedly a very difficult case. The removal of the thrombosis began approx at 11 pm and was completed around 3 am. The initial stenting procedure was to place two stents, one being the xience. The model of the second stent is unk; however, the xience stent was the stent being reported because the event was "in-stent" thrombosis of the xience stent. The pt is reported to be doing fine. No additional information is available.